Event description:
It was reported that a patient presented with the patient's implantable cardioverter defibrillator found in back-up vvi mode. Back0up defibrillator was lost during the back-up. Corrective programming changes were made. No information regarding patient consequences were reported.